Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer blood glucose (bg) level was "high", although a specific value was not given and experienced a fall. Customer administered a manual injection to address their bg level, .

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.